Event description:
The customer reported ¿xdcr fault¿ (transducer fault) went off during patient use. The ventilator was replaced with another ventilator and there was no patient harm/injury associated with this issue. The customer replaced the main printed circuit board (pcb) and the error was resolved.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 transducer is responsive to pressure, however is failing calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.